Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that during post implant procedure, the patient had a difficult time with mobility. The patient underwent a spinal cord stimulator (scs) explant procedure. The patient was doing well with full function and movement. No further information has been obtained.